Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced infusion set cannula bent event on 27-feb-2026. The infusion set was in use for three days. The insertion site was abdomen. The blood glucose level was 400 mg/dl. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.